Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown size 54 10 degree insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that patient had hip revision due to polyethylene wear. Surgeon revised head and insert.